Manufacturer narrative:
During review of the customer supplied data file, thermo fisher scientific identified one non-amplified sample with a high noise level that crossed the threshold and caused a false positive clinical call, late in pcr cycling (well d7, sample (B)(6)). The root cause of the issue is still under investigation. A follow-up MDR will be submitted when additional information becomes available. Update (B)(6) 2021 thermo fisher scientific technical support contacted the customer to determine if they had their instrument serviced to address the signal noise that was identified in their supplied data file. The customer noted that no failure investigation service was previously performed and that they have not seen any repeat occurrences of this kind. Since the customer continued to use their instruments successfully after the date of this event, we do not believe that instrument calibration was a contributing factor to the single (1) false positive clinical call. The root cause of the observed signal noise could not be established but could be environmental or workflow related. The customer has not seen a reoccurrence of the issue.

Manufacturer narrative:
During review of the customer supplied data files, thermo fisher scientific identified one non-amplified sample with a high noise level that crossed the threshold and caused a false positive clinical call, late in pcr cycling. The root cause of the issue is still under investigation. A follow-up MDR will be submitted when additional information becomes available.

Event description:
On february 23, 2021, the customer reported a false positive result in one (1) sample while running the taqpath¿ covid19 combo kit. The customer did not report any serious injuries or death. Thermo fisher was not able to confirm whether or not the false result was reported to the physician and/or patient.